Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated there was no patient involvement.

Event description:
(B)(4). Customer wanted to know the difference between the power supply board and the power supply assembly. The customer was confused on which one he needed. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer was basically confused on what part that he needed to get to fix his problem. I explain to the customer the difference from the power supply and the power supply assembly. Once I explain to the customer the difference the customer stated that he would correct the error himself he just needed to know the correct part number. Issue resolved.